Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient stated they were sweating and screaming during the time of the event. They stated they experienced an 'insulin coma' and was hospitalized for one day. The patient was treated with IV glucose. A cgm value of low and bg of 120 mg/dl was reported, however, it is unknown when these values were taken. At the time of the report, the patient was doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.